Event description:
The care giver contacted lfs on september 2, 2010 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information. The patient mentioned that on (B)(6) 2010 at 5:00pm, he was in a state of sleep, was wet and clammy. His care giver tried to wake him up and was unsuccessful. She then tested him on his meter and obtained a 313 mg/dl. She then tested him on her meter and obtained a 48 mg/dl. He does not know whether she treated him; however, the paramedics were called 10 minutes later. He does not recall what the paramedic's meter reading was or what treatment he was given. He was taken to the ER where he was admitted in the hospital for "low blood glucose". The patient does not recall much of the event; however, claims he was hospitalized due to hypoglycemia. The patient does not recall what his reading was prior to the event. The patient mentioned that his diabetes medication was not changed due to the alleged issue. He tests his blood glucose at least 3-4 times a day. He claims if his readings were low, he may have adjusted his insulin or not taking any insulin. The patient mentioned that he has been obtaining allegedly high readings "for awhile". It was noted that the care giver ran a quality control test with the customer care advocate (cca) and the test strips failed using the control solution. The products were replaced. The complaint is being reported since the patient alleged that due to the high readings he ended up taking insulin and later suffered a serious injury and was admitted for hypoglycemia.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent embolization occurred. Access was obtained via the femoral artery with a 6f runway krh guide catheter and another manufacturer's guide wire. The lesion being treated was "tight" and located in the moderately tortuous and severely calcified proximal rca (right coronary artery). The lesion was predilated with unspecified 2.0x12mm and 2.25x12mm balloons. During deployment, the stent "watermelon-seeded" out of the vessel and when the delivery balloon was deflated the stent embolized into the aorta. Attempts to locate the stent were unsuccessful and it was not retrieved. Following this event, the case was stopped. There were no patient complications reported and the patient's status is listed as okay.

Manufacturer narrative:
(510) k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Please note: type of meter was actually a one touch ping meter and not a one touch ultra 2 as stated in the inital report submitted to the FDA on (B)(6), 2010.